Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male ((B)(6)) patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered diaphragmatic paralysis which required physical therapy to retrain the diaphram. The patient suffered a right-sided hemiparesis of the diaphragm. The injury was discovered "probably by physical exam" two months post-procedure. There is no information if medical intervention was needed for the injury. The patient was stable at the time of the call "as stable as one can be with a right-sided hemiparesis of the diaphragm." The physician indicated that the cause of the injury was "probably ablation." Knowing where they were ablating, high output pacing was done in the posterior region of the right atrium looking for diaphragm stim, and avoided areas where they got diaphragm stim and marked those areas and did not ablate there. There was no extended hospitalization. The outcome of the adverse event was improved.